Manufacturer narrative:
Product ID 7426 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient's prior implantable neurostimulators (inss) were replaced because they were not working properly. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.